Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The data obtained from the data management system indicates that the user entered a calibration of 40 mg/dl at approximately 5:45 pm when the sensor glucose value was 93 mg/dl. The eversense cgm system took the entered calibration and calibrated sensor glucose values to the fingerstick measurement in approximately 20 minutes. The new sensor glucose value was 54 mg/dl and the eversense cgm system, as a result, asserted the low glucose alert at 6:04 pm on (B)(6) 2019. To review if there was a systemic issue, the past data was reviewed in the data management system. In the previous weeks leading to the event, the eversense cgm system successfully detected hypoglycemia events on multiple occasions as confirmed by the user. With the available data in the data management system, it could not be confirmed that the continuous glucose monitoring system had any systemic error during the reported discrepancy with the fingerstick measurement. Turning on the predictive glucose alerts would allow the user to receive timely alerts when the glucose rate is changing at a fast rate.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 8, 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and claimed the continuous glucose monitoring system did not alert her. The user did not require medical attention.